Event description:
It was reported to st. Jude medical that the patient received mulitple therapies for what appeared to be noise. The therapies received were corresponding to when the patient was involed in lifting or physical exertion. Technical services discussed that this was indicative of lead insulation damage. The lead was replaced.